Event description:
The customer reported that during a patient event involving a 72-year-old, 81.5 kg male patient, the autopulse platform (B)(6) would not perform any compressions. No error messages were observed. The autopulse lifeband (lot unknown) would not retract. Manual CPR was performed for 37 minutes but the patient died. The patient was pronounced by the consultant cardiologist. The customer did not provide information regarding the relationship between the death and the alleged malfunction. However, the msa evaluated the incident and it was determined that the death was not related to the autopulse device. Please see the following related MFR report: MFR #: (B)(4): for the autopulse lifeband.

Manufacturer narrative:
The customer reported complaint that the autopulse platform (B)(6) would not perform any compressions was confirmed based on the archive data review but was not confirmed during the functional testing. No device malfunction was observed during the testing, and the autopulse platform functioned as intended. During review of the archive, the platform displayed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) and (ua) 02 (compression tracking error) error messages on the event date. Both error codes alert the operator of an issue of positioning. The probable root cause for the (ua) 07 and (ua) 02 errors was due to the patient not being correctly oriented on the autopulse platform, or the patient had shifted, which is likely attributed to an unintended user error. Visual inspection of the returned platform was performed. Unrelated to the reported complaint, the head restraint wires were observed to have been removed. The customer had previously requested that the head restraint wires be removed in 2022. The missing head restraints do not render the autopulse platform non-functional. Also unrelated to the reported complaint, the rubber on/off button was observed to be damaged and was pressed into the device. The probable root cause for the observed physical damage was due to mishandling. The button will be reseated to remedy the issue. The archive data indicated multiple (ua) 07 and (ua) 02 on the reported event date, thus, confirming the reported complaint. Many (ua) 07 and (ua) 02 error messages were observed over a 6 minute timespan before the patient was removed from the platform. The review of the archive file showed the device powered on and would not perform any compressions due to (ua) 07 recorded on the event date. The user attempted to clear the advisory by recycling the power multiple times. However, the (ua) 07 persists due to the patient was positioned more to the load cell 2 (patient left hand) side. The load sensing system has detected a weight/load imbalance between the two load cells. The probable root cause of the reported (ua) 07 was related to the patient not being positioning on the autopulse platform correctly or the patient having shifted upon the device being powered on. Unrelated to the reported complaint, after the patient was removed from the platform, the platform also displayed multiple (ua) 18 (max take-up revolution exceeded), as expected. User advisory is a clearable message designed into the platform to alert the operator that autopulse has detected one of several conditions. User advisory 18 is an indication that the autopulse® has detected that either the patient's chest is too small while sizing the patient (take up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. In this case, revert to manual CPR. The autopulse platform passed the functional testing with no error or fault. The platform was tested using a normal manikin and a large resuscitation test fixture (lrtf) in 30:2 and continuous modes for 35+ minutes without error or fault. The (ua) 07 and (ua) 02 observed in the archive were not reproduced. The load cell characterization test confirmed that both cell modules function within the specification. User advisory 07 occurs when the load sensing system has detected a weight/load imbalance between the two load cells. The device does not need to be performing compressions for this to occur; it may happen at any time when the device is powered on. User advisory 07 indicates that the patient/manikin is out of position, or the patient/manikin is not correctly centered. The recommended actions to take for this type of user advisory are: ensure the patient/manikin is aligned correctly (armpits on the yellow line), deploy the shoulder restraint to reduce patient/manikin movement, and press restart to clear the ua. User advisory 2 is an indication that the autopulse® has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. Unrelated to the reported complaint, the drive shaft did not rotate smoothly and exhibited binding and resistance. The root cause was the sticky/dirty drive shaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate, or due to burrs on the clutch rotor's surface, likely attributed to normal wear and tear. The sticky clutch's impact was not severe enough to make the platform non-functional. The clutch plate was deburred abd filed, and the clutch area was cleaned to remedy the issue. Also unrelated to the reported complaint, the white belt clip retention disc was stiff and does not compress easily, likely due to wear and tear. The disc will be replaced to remedy the issue. Upon service completion, the platform will be subjected to final functional testing to ensure that the device passes all testing criteria. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use only indication is prominently displayed on device labels and in the device manual. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out of hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours ((B)(6),2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander witnessed out of hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.